Event description:
A chief of surgery reported that the footswitch stopped working after the incision was made during a cataract surgery. One suture was inserted and the procedure was suspended. The surgery was completed at night by switching out the footswitch. The surgeon did not remember patient outcome and he is unable to provide further details on the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).